Manufacturer narrative:
Additional information: catalog #72404130/serial #(B)(4), expiration date 06/02/2013, manufacture date 06/01/2011. Catalog #72400024/serial #(B)(4), expiration date 01/31/2006, manufacture date 02/01/2011. Catalog #72404127/serial #(B)(4), expiration date 06/29/2012, manufacture date 06/01/2011. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the entire device was removed due to erosion at the cuff due to catheterization on an unspecified date, approximately one year prior to another artificial urinary sphincter device re-implant on (B)(6) 2012. No patient complications were reported.